Event description:
It was reported that atrial lead was capped and replaced on (B)(6) due to insulation anomaly, unspecified damage, low impedance and noise issues. It was noted that the lead had exhibited the impedance issues 6 months ago, and determined to be failing. The clinician decided to electively replace the generator during the same procedure. The patient was reported to be stable before, during and after the surgery.